Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system exhibited noise, oversensing, and intermittent pacing inhibition on the right atrial (ra) and right ventricular (rv) lead which resulted in an inappropriate atrial tachy response (atr) episode. The patient did experience asystole greater than 2 seconds however, it may be escape beats. Additionally, it was noted there was a right ventricular automatic threshold (rvat) test in which thresholds had significantly increased. Technical services recommended to troubleshoot the leads to see if the noise could be reproduced. The patient is dependent on therapy. At this time, the pacemaker, ra and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated that this pacemaker was explanted and replaced and both the right atrial (ra) and right ventricular (rv) leads was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system exhibited noise, oversensing, and intermittent pacing inhibition on the right atrial (ra) and right ventricular (rv) lead which resulted in an inappropriate atrial tachy response (atr) episode. The patient did experience asystole greater than 2 seconds however, it may be escape beats. Additionally, it was noted there was a right ventricular automatic threshold (rvat) test in which thresholds had significantly increased. Technical services recommended to troubleshoot the leads to see if the noise could be reproduced. The patient is dependent on therapy. At this time, the pacemaker, ra and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated that this pacemaker was explanted and replaced and both the right atrial (ra) and right ventricular (rv) leads was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise, oversensing, and intermittent pacing inhibition on the right atrial (ra) and right ventricular (rv) lead which resulted in an inappropriate atrial tachy response (atr) episode. The patient did experience asystole greater than 2 seconds however, it may be escape beats. Additionally, it was noted there was a right ventricular automatic threshold (rvat) test in which thresholds had significantly increased. Technical services recommended to troubleshoot the leads to see if the noise could be reproduced. The patient is dependent on therapy. At this time, the pacemaker, ra and rv lead remains in service. No adverse patient effects were reported.